Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4). A manufacturer representative went to the site to inspect the system. The camera was replaced and the issue resolved. A system checkout was performed after part replacement and all tests passed. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the while the site was planning a case they noticed the camera was not tracing the instruments. The surgeon noticed a bump in the camera.